Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fill estimate was inaccurate. Customer reloaded cartridge and the issue was resolved. Customer's blood glucose was 126 mg/dl.